Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.

Manufacturer narrative:
The cardiomems patient electronic system was received for evaluation. The results of the performance evaluation concluded that the returned unit did not function as intended due to damaged power extension cable. The reported event is confirmed, and no additional investigation is required.

Event description:
The patient reported the unit not powering on and sparking. The sparks reportedly were coming from the power cord to the pillow. The unit was replaced to resolve the issue. There were no adverse patient consequences.